Manufacturer narrative:
The insulin pump received with normal operating currents, no unexpected battery alarm during our testing noted. The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No motor error alarm noted and the motor passed motor test. The insulin pump has cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump turned off. Customer took the battery out and reinserted. The device displayed full battery, then hall and now it was alarming motor error. Device has been alarming no delivery a few time in the last month. Blood glucose was 113 mg/dl. Motor error alarm occurred during basal. Customer does not recall any previous significant event that may have caused the device to alarm. The device was not exposed to MRI. Alarm was cleared. Customer was advised to disconnect from the device. Customer does not use the sensor feature. Customer was able to complete the rewind sequence. Customer was advised to discontinue use of the device and revert to back up plan. Troubleshooting for no delivery alarm was also performed. No further information reported.